Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2019 with the following findings: during investigation, there were reboots observed in black box. There was no damage to battery cap or battery compartment. Battery cap able to attach securely to pump. Pump exercised with no power issues occurring. Unrelated, there was moisture visible in display. Pump case is cracked near bottom right corner of display. Pump leaks at crack in case. Pump opened, moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 15-aug-2019, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.